Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on an undisclosed date. The experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation patient experienced pain, extrusion, infection, dyspareunia, vaginal scarring and urinary, bowel and neuromuscular problems. It was reported patient underwent explantation surgery due to "extreme pain and other injuries" in 2009 , in 2010 and on another unintelligible date. It was reported that on (B)(6) 2010, patient underwent I & d of recurring abscess. It was also reported that on (B)(6) 2010 patient underwent mesh excision of vaginal graft, cystoscopy and exploratory lap due to discharge, bleeding and pain. (B)(4) - dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.